Manufacturer narrative:
(B)(4).

Event description:
Procedure type: according to the reporter: the idrive system was assembled with the egia60avm reload. The staple was fired, however, it did not staple properly. The staples fell into the patient cavity. The were removed by aspirating. The jaws of the sulu also failed to open. The idrive battery was removed an inserted again, but the jaws could still not be opened. The adapter was removed from the handle and replaced, but the jaws would not open. A contour stapler was used to complete the case. There was more than a thirty minute delay. On (B)(6) the surgeon informed sales rep that the patient had presented a fistula and it was noticed by means of temperature and CT scan. Patient has been given antibiotics and still at hospital (increased hospital stay) . There was no blood loss over 500 cc's. There was no reinforcement material used.

Manufacturer narrative:
(B)(4).